Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient was admitted to the hospital with a high inr and was treated with vitamin k. The patient then developed high watts and black urine. A pump exchange was performed; however, the patient expired post-explant. The hvad pump ((B)(4)) was not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. A possible root cause for the reported event may be attributed to thrombus formation/ingestion within the device; however, there are patient, procedural and pharmacological factors that may have contributed to this event. A possible clinical factor that may have contributed to the thrombus formation is the administration of vitamin k. Death and thrombus are known potential events associated with vads as outlined in the IFU. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event.

Event description:
It was reported from germany that a patient was admitted to a local hospital with a high international normalized ratio (inr) and was treated with an injection of vitamin k. The patient's left ventricular assist device (lvad) then began to demonstrate high power consumption and the patient's urine was reported to have turned black. The patient was transferred to an implanting facility, where the surgeon opted to take the patient back to the operating room and perform a pump exchange. The patient expired post-exchange and the details regarding the timeframe and sequence of events related to this death were not reported despite repeated attempts to obtain the information. The site reported that this event was not related to the device and was related to the treatment with vitamin k at the outlying facility. The device was not returned to the manufacturer for evaluation.